Manufacturer narrative:
This report is for an unknown screws: cmf/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: humphries, l.s. Et al (2020), airway morphological changes in pierre robin sequence: a retrospective study, the cleft palate-craniofacial journal, vol. 57 (7), pages 828-839, https://doi.org/10.1177/1055665619900624 (USA). The aim of this retrospective case-control study is to investigate airway morphology changes in patients with prs before and after mdo and to compare these morphologic changes to age-matched controls. Between 2011 to 2018, a total of 15 patients (5 male and 10 female) with a mean adjusted age of 5.9 months (sd: 10.3) were included in the study sample. Another 15 patients (7 male and 8 female) with an adjusted mean age of 5.86 ± 10.28 months were included in the control group. All patients with prs underwent curvilinear internal mandibular distraction placement (synthes, paoli, pennsylvania). The mean follow-up was unknown. The following complications were reported as follows: patient 11 died of syndrome-related complications prior to cleft repair. 1 patient was hospitalized for acute respiratory failure secondary to rhinovirus and superimposed (B)(6) pneumonia and subsequently recovered without issues. 2 patients developed recurrence of their obstructive sleep apnea on long-term follow-up, thus requiring repeat mdo. Patient 7 had a decrease in oxygen saturation post-mdo. Patient 8, one of the patients who had failed mdo that required repeat mdo, had a hardware infection complication that required premature removal of distractors. This patient demonstrated subphysiologic csa which occurred despite normal ahi after distraction, however, the patient had a minimum oxygen saturation of 81% immediately after completion of distraction. Patient 13 had a slight decrease in oxygen saturation post-mdo. Patient 15 had failed mdo (i.e., developed recurrent uao requiring repeat mdo). This patient demonstrated subphysiologic csa which occurred despite normal ahi after distraction, however, the patient had a minimum oxygen saturation of 81% immediately after completion of distraction. This report is for an unknown synthes distractor implant and unknown synthes screws. A copy of the literature article is being with this medwatch. This report is for one (1) unk - screws: cmf. This is report 3 of 6 for (B)(4).